Event description:
Contact is customer's grandson. He called stating that the customer's meter was reading low. A blood test produced results of 70mg/dl. An hour later, the paramedics were called because the customer was not feeling well. The paramedics tested his blood sugar at 24mg/dl. Customer service could not perform a check strip test or control test because the customer did not have either. Customer service explained correct technique and verified that the meter was coded correctly. Customer service spoke with the contact again after a new check strip and control solution were recieved. The customer was home from the hospital and feeling better after receiving his diabetes medication. The check strip test and control test results were within range. Check strip 105, 105, and 105-range 95-115. Control results 81 and 80mg/dl-range 69-100mg/dl. A blood test produced a result of 280mg/dl and a complete fill was verified. Another blood test gave a result of 99mg/dl. A complete fill was verified and the customer had clean hands for both tests. Due to the difference in results, customer service suggested that the meter, strips, and control be sent in for evaluation.